Event description:
Surgeon was performing a cataract extraction using the phacoemulsifier when the vacuum failed and the surgeon could not implant the lens. Pt will have to return for another procedure to implant lens. The device had been tested prior to the surgery and the vacuum had tested satisfactory.